Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise which triggered an inappropriate automatic mode switch (ams) episode. No intervention was performed. Patient was asymptomatic and stable.